Event description:
It was reported that a valve replacement surgery was performed. Both ra and rv leads dislodged during surgery. The leads were explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2022-22407.